Event description:
It was reported that during pulmonary vein isolation, the dr performed a transeptal procedure. It was reported that within 10 to 15 mins of insertion of a second catheter, the pt's blood pressure dropped to 65/35 with a second degree heart block. Medical intervention administered was reported as IV fluid bolus with no response from the pt. The physician performed another transeptal puncture and continued the procedure to completion. The pt was reported to be in stable condition.

Manufacturer narrative:
It was reported that this was the second time the dr performed the procedure after receiving training.